Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device remains has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec and five openings on anterior and posterior, crease fold. A microscopic analysis was performed which identified: five striated openings on anterior and posterior. Based on the device analysis the final assessment is five striated openings on anterior and posterior assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.